Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were discussed bu not made at this time. No patient symptoms were reported.